Event description:
It was reported that the health care professional wanted to review the presenting subcutaneous electrocardiogram (s-ECG) with small myopotential type noise. Upon review, it was noted two events of atrial fibrillation (af) exhibiting noise. Troubleshooting options were discussed and recommended. Additional information received indicates that there was out of range shock impedance measurements and noise oversensing. Which was beleived to be caused by a lead integrity issue. It was recomended to consider turning therapy off, considering patient unprotected and discussing lead replacement with clinic. Currently, the product remains in service and no adverse patient effects were reported.